Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13390611 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The non-conformances records indicated that no issues were noted for this lot. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure, the third filing coil, orbit mini complex fill 2x2 (637mf0202) coil could not make its own first loop. There was no adverse event reported with the product malfunction. The report also indicated that it is unknown if the patient had a history of subarachnoid hemorrhage, and the patient was not hypertensive. There was no resistance when the coil exited the microcatheter, and the microcatheter was positioned about a third in the aneurysm. The markers of the delivery tube did not go past the marker band of the microcatheter. The patient's neuro status did not change. No films are available for this event.